Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high air supply pressure during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check in the subtest ¿flow transducer test¿. The test log from the pre-use check shows that the air gas module would deliver more air gas to the patient leading to a higher oxygen concentration than expected. The tests also revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event. We could trace back the reported problem to october 15, therefore the date of event was determined as (B)(6)2018.

Event description:
Manufacturer ref. #: (B)(4).